Event description:
Multiple tubing sets causing the pump to alarm for "cassette test failure." The clinician primed the IV tubing set with taxol. When the cassette of the IV set was placed into the pump, an alarm sounded for "cassette test failure." The clinician changed the set for one of the same lot three additional times with the same result. The clinician then changed the pump, and the second pump also alarmed for cassette test failure. When the nurse obtained an IV set from a different lot, the alarm condtiion was resolved. There was an approximate four hour delay in initiating the infusion. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.